Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml baclofen at 743mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that a catheter revision was done to prevent a possible infection. The patient had a skin abscess on their lumbar spine. The hcp performed an incision, drainage, and iodine packing of the abscess. The catheter was sent to the lab for cultures. It was reported that the issue was resolved at the time of the report and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.